Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that immediately after inserting the sensor they received an alarm. The customer removed the sensor and noticed the electrode was missing. Customer's blood glucose level was 86 mg/dl. The device was not returned.